Manufacturer narrative:
Additional information added; h.6. (Device code). No product will be returned. Photo provided by the customer shows a balloon/bulge in the silicone segment tubing near the upper fitment. Although the root cause could not be definitively determined, previous extensive failure investigations have found that ballooning can occur when an IV push medication or flush is executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment thus causing the silicone segment to balloon. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the device alarmed during an unspecified infusion, the user open the door and noticed a bulge in the silicone segment. Although requested there was no additional event details provided or patient impact at this time.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Lot not provided by customer stated: ¿unable to narrow this down to a particular lot number at this time."

Event description:
It was reported that the device alarmed during an unspecified infusion, the user open the door and noticed a bulge in the silicone segment. Although requested there was no additional event details provided or patient impact.